Manufacturer narrative:
The pump was monitored, and no low battery alerts were noted. No failed battery test alarms or weak battery alarms were noted. All operating currents were within specification. The pump passed the displacement test. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he believes his insulin pump is nonfunctional due to multiple weak battery alerts. The patient's blood glucose at the time of incident was 350 mg/dl. The customer states that his pump has been going through batteries in two days or less. Troubleshooting was initiated for the weak battery alerts; the customer was advised to return the pump with battery cap and batteries intact, and to revert to his back-up per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.